Event description:
The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9, h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6 and b7. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: protector was cracked. Regarding the new reportable findings the cause is traced that due to damage on cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had insulation around the plug that is damaged and has fallen off. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.